Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor was unable to complete a baseline and was unable to recognize ecgs or therapy electrodes. The cause for the failure was isolated to defective q701, u1, q2, and u612 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms.